Event description:
It was reported. That a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 197-200 mg/dl. .

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.